Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water entered the scope connector during user handling. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) " inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 (scope communication error) code and no image. Test was performed on different processors. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication error) code was confirmed. In addition, electrical safety check failed. Light guide cover lens was scratched. Bending section cover glue was porous. The connecting tube had a dent. The dial unit was broken. The scope connector cover was corroded. The bending angle could not angulate sufficiently. There was a play in the angulation control lever when it is turned on. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.